Event description:
Device beeping and it saying warning device service required. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on (B)(6) 2012. The DHR for the returned pad-pak from lot a1278 (expiry august 2016) was reviewed, which revealed it was (B)(4) manufactured on (B)(6) 2012. Each pad-pak was subject to a battery voltage test on the(B)(6) 2012 with no recorded fails. Delivery note 22454 was reviewed, which revealed the sam 300p was shipped alongside a pad-pak from lot a1278, with an expiry date of (B)(6) 2016. Information from the history log showed the device had been installed for approximately 7 years prior to issuing low battery warnings from the (B)(6)2019. The user would have been alerted with ¿warning, low battery, device service required¿ prompts, alongside a flashing red status led and failure chirp, as per the reported faults. Information from the delivery note for this device showed it was shipped with a pad-pak from lot a1278, which matches the lot number of the returned pad-pak. This pad-pak had an expiry date of (B)(6) 2016 and had therefore expired 2 years and 8 months prior to the first low battery warning. The low battery fails would therefore have been triggered by this expired pad-pak. During investigation, no fault was found on the sam 300p that would have resulted in a low battery fail. The device battery monitoring functionality, current drain and pogo pins were verified during investigation and the device performed to specification throughout testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeping and it saying warning device service required. There was no patient involved in this event.